Manufacturer narrative:
One device was received for evaluation. Visual inspection found cracked housing, and a contaminated dso and uso seal. An ¿air in line detected¿ alarm was revealed in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the faulty air detector was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an alarm for air in line when there was no air in the line. The event occurred during testing and was not related to physical damage or abuse. There was no patient involvement and no patient harm.